Event description:
Pt came to outpatient pharmacy and asked to speak with a pharmacist regarding his meter and the high readings that he has been experiencing with the meter. The pharmacist called nova max company and went through the trouble shooting steps with the nova max rep who then informed the pt that they will be receiving a new meter in 2 days and that the pt company will be informed when he receives he new one.